Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). Supply with s4 element mis. After successful insertion of all 4 screws cannulated, polyaxial and both rods as well as the prefixing of all positions during the stabbing of the bar with subsequent locking on the l2 screw on the left, the thread of the clamping screw came off and one of the second clamping screw for slipping the screwdriver in the allen wrench. The surgeon had to change the screw. In the thread of the screw are threaded remnants of the clamping screw. The or was successfully completed, but there was a surgery delay of about 30 minutes. The patient suffered directly a postoperative ocular infarction on the right side. Components in use listed as concomitant devices are: sw790t / s4 set screw new version, st065t / s4 element mis polyaxial screw 6.5x50mm, fw776r / s4 element mis torque wrench shaft.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx-600d digital microscope, panasonic dmc tz8 digital camera. First we made a visual inspection of the allen key. Here we found that the distal edges are damaged. Next we investigated the sw790t, the hexagon is in proper condition. The bottom of the screw exhibits strange circular wear marks and the thread is nearly completely stripped off. The other set screw exhibits a damaged hexagon and a strange wear pattern at the bottom. The thread of this screw is without defects or deviations. Lastly we inspected the pedicle screw. Here we found a damaged inner thread at the rod connector. In the thread we found the rest of the thread from the damaged set screw. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the pattern on the bottom of the two set screws is a clear indication that the set screw has been applied forced onto the rods whilst being screwed down. No CAPA is necessary.